Manufacturer narrative:
(B)(4). Date sent: 8/4/2021. Additional information was requested and the following was obtained: the 1st one is an enseal x1 25cm and snapped at the shaft insulator. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: unknown. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? - no. Please provide correct product code of device. The device will be shipped back when I receive a product return box. Did the electrode ceramic separate or break off? N/a. Did the I blade get damaged or break off? N/a. Is the jaw damaged but not broken off? Only the articulation joint is broken. Is the top jaw loose but not detached? The jaws are still attached only the articulation joint is broken. Is the top jaw ptc material damaged? Jaws are still attached only the articulation joint is broken. Is the black ptc in the upper jaw detached? No. Is the top jaw broken off the of the device? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the articulation joint was snapped and broken by the scrub tech. It is unknown as to how the procedure was completed. It is unknown if there were any adverse consequences for the patient.